Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown number of units of insulin during the load sequence. Customer¿s blood glucose level had no adverse impact. Customer resumed insulin therapy with current pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.